Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed that the reportable malfunction occurred due to electrical component failure and stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a charged coupled device (ccd) glass with many scratches and a blurry image. There was no patient involvement.